Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#65921f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two capsules failed to attach to the esophagus. On the first attempt, after the introducer was withdrawn, the capsule detached but remained stuck to the opposite side of the introducer. The patient was checked for esophageal trauma, and none was found. The physician attempted the procedure a second time, confirming suction of 550 mmhg while maintaining contact with the mucosa, but the capsule did not attach to the esophageal wall and was subsequently found in the stomach. It was not retrieved but left in the patients stomach to pass. There was no patient or user harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h7, h9 h3 evaluation summary: functional testing of the return device confirmed a manufacturing fault. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.